Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4) = paravalvular leak. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, the device was explanted at implant due to paravalvular leak. According to the operative report, the patient had congestive heart failure and renal failure secondary to critical aortic stenosis. The patient was also discovered to have acute bacterial endocarditis. She was referred for surgery, as she was felt to be a very high risk case and very high risk for dying if she did not have an operation. Debridement was performed and the extent of the infection was more substantial that initially thought. After placing the valve, a large paravalvular leak was detected on echo, and it was decided to replace the valve. The second valve placed was noted to be well-seated with just trivial paravalvular leak. Per the surgeon, the reason for explanting the device was not related to a device malfunction, but was procedure related.